Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, after pausing the ilet, they experienced a low blood glucose (bg) event with a reading of 45 mg/dl. The user treated the low with honey and glucose drinks, and bg increased to the 170s. Upon resuming insulin delivery, bg decreased again, and the user felt close to losing consciousness. The user¿s husband assisted by giving additional honey. Bg increased to the 200s but dropped again to 74 mg/dl by the end of the call with customer support. The user was advised to take 10¿15 g of glucose to slow the drop. No medical intervention was required, and the user remained on the ilet.

Manufacturer narrative:
Pending supplemental. No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.